Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed due to a g1 board failure, visual inspection noted there was abnormality in the appearance of the device, and scratches were noted on the screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the high-definition lcd monitor powered off ¿without permission¿. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the power turned off by itself due to a faulty electrical (g1) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.